Event description:
During a review of the pt's programming history, it was observed that a faulted systems diagnostics test occurred on the date of surgery that resulted in a change in settings. Although a final interrogation was performed and programming occurred, the pt was left at unintended settings of 1.0ma /20hz/500usec/30sec/60min. The settings were not corrected until the next visit on (B)(6) 2006.

Manufacturer narrative:
Analysis of programming history.